Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 30 min, action taken when event occurred? Scopy, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It is reported "sutures broke off in operation, one of the needle was lost and found by scopy" please explain clearly the event ? Was suture thread breakage noticed with both the sutures (xcw3204 and mpp8681) during use on patient? Or was suture -needle detachment/pull off/separation of whole needle from whole suture thread noticed with both the sutures (xcw3204 and mpp8681) during use on patient? Lot # for suture product code mpp8681?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke off in the operation and the needle may have been lost and found by scopy the procedure may have been delayed by thirty minutes. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Correction: MFR site.